Event description:
X-rays were obtained which showed a fracture, fragmentation, periosteal reaction, and sclerosis involving the proximal left femur with the distal tip of the femoral component hardware demonstrating cortical breakthrough with marked lucency.